Event description:
The customer contacted spacelabs technical support to report that a xhibit central station (xcs) was having display issues. The caller stated that all the displays had shut down briefly and one display did not return. There was no patient or user harm associated with this event. Spacelabs technical support advised the customer to reach out to their internal biomed team to evaluate their system. In a follow up call, the customer confirmed that their biomed was able to resolve the issue and no further information was available.